Event description:
It was reported that during an unknown procedure, an audible warning alarm sounded and error code 5 instrument failure occurred. During troubleshooting, while wiping device the blade broke in two. No pt consequence.